Event description:
Pt sample collected in ethylene - diamine - tetraacetic acid anticoagulant, was tested for abo and d on the abs2000 instrument. The sample, a group o-, type as o+. This event represents a believable, but incorrect d type. Falsely positive results were obtained in cell (forward) tests with two reagent anti-d. The error was detected because instrument results did not match the pt's historical type of record.